Manufacturer narrative:
Medtronic representative went to the site to test the imaging system and found with the door closed but not completely, giving an open door error. Door switches were checked and found to be intact. Inspection of the dingus was performed, and it was in its proper alignment. Upon final inspection, it was discovered that the rotor wasn't aligned properly, not allowing the door to close fully. Alignment of the rotor allowed the door to close fully, and no further errors were observed. The door was opened and closed twenty more times to confirm proper function and alignment before returning the unit to the customer for patient use. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received information regarding an imaging system being used in an unknown procedure. It was reported that the gantry door would not fully close on the system. They were unable to take images. No further information received.

Manufacturer narrative:
Continuation of d10: section d information references the main component of the system. Other relevant device(s) are: product ID: bi71000444. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
No new information received.